Event description:
Independent repair center customer alleged unit will not start. The key failure is the power switch has short circuit. Associated malfunctions for this device: inlet filter is dirty and the manifold is stuck.